Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) monitor turn off. There was no patient involvement

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) monitor turn off.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse opened the monitor and checked the cable and ground connections. Various tests were carried out on the monitor. Regular functioning tests were performed.